Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that, the pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 28-mar-2023, there is no unexpected alarms/suspends noted and no bolus delivery recorded. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 28-mar-2023 listed on smartsolve. Dailytotalofallinsulindelivered = 42.125 dailytotalofbasalinsulindelivered = 42.125 dailytotalofbolusinsulindelivered = 0 in further full review of the pump history/traces on the event date of 26-mar-2023, there is no unexpected alarms/suspends noted and no bolus delivery recorded. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 26-mar-2023 listed on smartsolve. Dailytotalofallinsulindelivered = 45.2 dailytotalofbasalinsulindelivered = 45.2 dailytotalofbolusinsulindelivered = 0 in further full review of the pump history/traces on the event date of 24-mar-2023, there is no unexpected alarms/suspends noted and no bolus delivery recorded. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 24-mar-2023 listed on smartsolve. Dailytotalofallinsulindelivered = 51.2 dailytotalofbasalinsulindelivered = 51.2 dailytotalofbolusinsulindelivered = 0 in further full review of the pump history/traces on the event date of 22-mar-2023, there is no unexpected alarms/suspends noted and no bolus delivery recorded. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 22-mar-2023 listed on smartsolve. Dailytotalofallinsulindelivered = 52.975 dailytotalofbasalinsulindelivered = 52.975 dailytotalofbolusinsulindelivered = 0 in further full review of the pump history/traces on the event date of 19-mar-2023, there is no unexpected alarms/suspends noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 19-mar-2023 listed on smartsolve. Dailytotalofallinsulindelivered = 53.075 dailytotalofbasalinsulindelivered = 50.575 dailytotalofbolusinsulindelivered = 2.5 03/19/2023 07:33:46.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 2.5 bolusamountdelivered = 2.5 the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. There were no unexpected pump errors/alarms noted 1 week prior to the event dates 28-mar-2023, 26-mar-2023, 24-mar-2023, 22-mar-2023 and 19-mar-2023 in the formatted history file. The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged for possible over delivery was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 35 mg/dl at the time of the event. The current blood glucose value was 79 mg/dl. The customer was treated with a glucagon shot by ems. The customer experienced no symptoms related to the low blood glucose event. The customer alleged pump was over-delivering. Troubleshooting was performed, and the pump was used within 48 hours of the low blood glucose event. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.